Manufacturer narrative:
Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture. A chest x-ray showed that the lv lead had dislodged up into the superior vena cava. The lead was explanted and an attempt was made to implant a new lv lead, however the patient's branches off the coronary sinus were small and a new lead could not be implanted at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.